Manufacturer narrative:
(B)(4).

Event description:
It was reported "the luer-hub (brown) had leaking issue". No patient harm. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-l cvc catheter for analysis. Signs of use in the form of biological material were observed in the extension lines. Visual inspection confirmed the distal extension line had separated adjacent to the luer hub. The separation point was rough and remains of the extension line were found within the luer hub. The inner diameter of the distal lumen measured 1.4478 mm , which is within specifications of 1.42-1.50 mm per product drawing. The outer diameter of the distal lumen measured 2.159 mm which is within specifications of 2.13-2.21 mm per product drawing. This indicates a wall thickness as expected. The total length of the catheter body measured 219 mm which is within specifications of 207-227 mm per catheter product drawing. The extension lines were functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The medial and proximal extension lines were flushed using a water filled lab inventory syringe. Both lines flushed as expected. A manual tug test confirmed the proximal and medial extension lines were fully secured within the luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the distal luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported "the luer-hub (brown) had leaking issue". No patient harm. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the luer-hub (brown) had leaking issue." No patient harm. The device was removed and replaced. The patient's condition is reported as fine.